Event description:
It was reported that the guidezilla was fractured. A 6f guidezilla ii guide extension catheter was selected for use. During preparation, when unpacking the device, it was noted that the device was fractured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. At 126cm from the strain relief the collar was separated at the weld plate. The separated ends of the collar were jagged, sharp, and bent in opposing direction indicating the separation point was kinked prior to breaking. No other damages or irregularities were found to the device. The photo media was reviewed and aligns with analysis as the photos depict separation of the device at the collar.

Event description:
It was reported that the guidezilla was fractured. A 6f guidezilla ii guide extension catheter was selected for use. During preparation, when unpacking the device, it was noted that the device was fractured. The procedure was completed with another of same device. No patient complications were reported.